Event description:
Event: the patient was marked deceased in (B)(6) retail system which flowed to (B)(6) specialty system, and we are reporting per contractual requirements and standard operating procedure within one business day; however, no cause of death known. Date of death unknown and no further information available. Freq: swish and swallow 5ml as directed 4-6 times per day.